Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor were not accurate. The patient had three hypoglycemia events on (B)(6) 2017 at school. The patient's blood glucose result was 4.4 mmol/l on the aviva expert meter at 1:47 p.m. He ate 58 carbs and the blood glucose monitor recommended 2 units of novorapid insulin (ratio is set at 1 unit for 38 carbs). The patient injected 2 units of insulin. At 3:08 p.m., he had hypoglycemia symptoms of shaky, hungry, weak, and pale. He needed assistance from his teacher, who gave him glucotabs. The patient felt better within ten minutes. Earlier that day at 10:38 a.m. And 11:43 a.m., the patient had hypoglycemia, but he was able to take glucotabs by himself. He felt better within 10 minutes. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.